Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection found the fiber body was broken into two pieces. Therefore, the reported event was confirmed. The microscopic inspection of the tip indicated it was degraded. Please note that fibers are consumable devices and are expected to degrade with use. It is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the fiber body break.

Event description:
It was reported that during a transurethral left ureterolithotripsy procedure, after the package was opened for the first use the fiber was fractured when fired the first time, it could not be used. The procedure was completed with another of same device. The patient condition following procedure was stable, there was no patient complication.

Event description:
It was reported that during a transurethral left ureterolithotripsy procedure, after the package was opened for the first use the fiber was fractured when fired the first time, it could not be used. The procedure was completed with another of same device. The patient condition following procedure was stable, there was no patient complication.